Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a surgical scar and the outline of the patients ipg was visible. The patients ipg began sticking out and was causing irritation when laying down.